Manufacturer narrative:
Date rec¿d by MFR : 11jul2019, date of report : 25jul2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician found leakage from the o2 sensor connection. Once the connection was fixed properly both short self-test/ extended self-test passed. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit failed (extended self-test) est; flow error. Patient/user involvement: the device was not in use at the time of the reported event.